Manufacturer narrative:
Literature ref: doi: 10.1002/ccd.30911 a2: average age a3a: majority sex medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "outcomes of non-flow-limiting spiral dissection after drug-coated balloon angioplasty for de novo femoropopliteal lesions". The following medtronic devices were used: in. Pact admiral. Deaths occurred in the study population. The causes of death were not specified. Among patient adverse events included: restenosis and tlr, and dissection. No further information was provided pertaining to medtronic products.